Manufacturer narrative:
Device has not been returned for evaluation, therefore, no determination could be made for the reported device failure.

Event description:
Screw was implanted in 2006 during acl procedure. Fifty-one days later, the site was irrigated and was debrided. A month later, the screw was removed. Between those dates, x-rays were taken and the surgeon observed the head of the screw to be proud. No other information is available at this time.